Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11033r07, implanted: (B)(6) 2003. Product type: catheter: product ID 8709, lot# j11033r07, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
Additional information received reported it was believed a catheter revision was done according to the health care provider (hcp) however no further information regarding the revision was available. The manufacturer representative ¿thought¿ the patient¿s previous pump was sent back for analysis but not the catheter. The patient¿s current status was unknown but it was believed they were receiving therapy. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was in the hospital for withdrawal. It was indicated a catheter issue was present however the location of the issue was unknown and the type of issue was not specified. The patient reportedly also experienced underdose symptoms. The device system was used to deliver lioresal. No further information was provided. Additional information has been requested, but was not available as of the date of this report.